Event description:
Epidural catheter placed during labor; upon removal and not meet any resistance during removal, catheter portion found to be missing/retained after removal. Patient required to go to or from removal. Radiographic assessment indicates portion of catheter in l2-3 space. Sequestered intact catheter does not show stretched markings on catheter thus supports clinician's statement that no resistance was experienced during removal.